Manufacturer narrative:
Pt info: this information is unknown. User error occurred on (B)(6) 2018. This error led to patient¿s failure of reduction. Lot number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent a revision to remove the implanted transfixation pin since it missed the calcaneus when being implanted. This led to the patient's failure of reduction on the ankle. The removed pin was replaced with a new one which was positioned on the correct location on the ankle external fixator. The old pin was originally implanted on (B)(6) 2018, and was inserted using a drill with no guide. The surgery was successfully completed with no surgical delay reported. The patient was in stable condition. Concomitant device: drill (part: unknown, lot: unknown, quantity: 1). This report is for a 6 0 mm transfixation pin 225 mm. This is report 1 of 1 for (B)(4).